Manufacturer narrative:
This is the same event as 3010536692-2015-01709, -01711. (B)(4)

Event description:
Allegedly per article by hernandez, et al., case rep orthop. 2015. "Fracture of the modular neck in total hip arthroplasty.": 2.4 years after primary surgery (2009, exact date not reported), a male ((B)(6) at primary surgery) required revision surgery in his left hip due to a fractured ti modular neck. During revision surgery a pseudotumor tissue reaction was also found. The femoral stem, femoral head, and acetabular cup were also revised.